Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers continuously failed during narcotic counts, and the machine kept shutting off unexpectedly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers continuously failed during narcotic counts and that the station shutdown unexpectedly. The field service engineer (fse) removed all pockets, replaced the drawer, and installed a firmware update. All pockets were reinstalled, diagnostics were run, and the application was restarted to configure the drawer. The customer then performed testing successfully. The system functioned as intended after field service engineer repaired the device.